Event description:
It was reported that prior to a gastrectomy, the blade broke and could be removed from the device. Tip did not fall into patient. No further information is available. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be broken at the discolored (blue). Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that a (B)(6), patient underwent an x-stop procedure. Eleven months post procedure, the patient experienced new onset of bilateral buttock pain. No additional information was reported.